Event description:
It was reported patient underwent hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to an unknown reason. During the procedure, the liner would not seat into the acetabular cup. Another liner was attempted but was unsuccessful. Surgeon then noted the acetabulum had fractured. The cup was removed and a competitor cup and liner were utilized to complete the procedure. Additional information received in the patient's revision operative report noted the patient had a femoral neck fracture on the left side, which was previously treated with hemiarthroplasty on an unknown date. Operative report further noted the reason for the revision on (B)(6) 2015 was pain and probable loosening of the femoral stem. It was noted that the patient had experienced a fall which resulted in a nondisplaced greater trochanter fracture and caused continuous pain. Operative report confirmed the unsuccessful attempts to seat the liner into the cup during the revision and confirmed fracture of the acetabulum. All hemi-arthroplasty components were removed and replaced with biomet femoral components and competitor acetabular components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to an unknown reason. During the procedure, the liner would not seat into the acetabular cup. Another liner was attempted but was unsuccessful. Surgeon then noted the acetabulum had fractured. The cup was removed and a competitor cup and liner were utilized to complete the procedure.

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. The limited information made available suggests that the acetabular liner would not seat into the cup during the procedure. There was no indication of delay or injury; however, follow up attempts to obtain additional event details are ongoing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device could not determine the root cause of the event. This complaint issue has been addressed.